Event description:
Patient developed loosening of the femoral stem. Patient with a left total hip replacement received in the spring of this year. During outpatient follow-up, subsidence of the femoral component was noted on imaging. For this reason, she elected to proceed with a revision of her left total hip arthroplasty.